Manufacturer narrative:
The intraocular lens remains implanted in the pt's left eye; it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that anterior lens vault was observed three weeks after crystalens implantation. Lens repositioning was performed using a capsular tension ring. Before lens implant, the pt's manifest refraction was -2.50 -0.25 x20. Before interventions were performed the manifest refraction was -3.25 -0.25 x60. And after the lens was repositioned it was -1.50 -0.50 x15. The bcva before and after lens repositioning was 20/20. The pt's prognosis is good.